Manufacturer narrative:
E1: patient city:(B)(6) patient country:united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level which was treated with correction via bolus. The blood glucose level of the patient was 987 mg/dl and the patient had confusion, was weak, had altered vision, vision changes, vomiting, shortness of breath, weakness, dizziness, dry mouth. Therefore, the patient was hospitalized on (B)(6) 2025 at 4:00 am, got out, admitted again on (B)(6) 2025, then again on (B)(6) 2025 for greater than twenty-four hours due to high blood glucose level and diabetic ketoacidosis. During hospitalization, the patient received insulin drip. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6010290 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6010290 was manufactured according to the wi version 82 packaging in the multivac12, on16/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code 3 no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6010290 and another 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.